Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/09/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing did not duplicate the complaint. Pump booted to the verify screen with normal contrast. Pump cover was removed and found no damage to display flex and no moisture corrosion. Pump returned with audio bolus button torn. Bolus button respond on button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.